Manufacturer narrative:
Concomitant product: product ID: ddbb1d1, ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a lead alert triggered due to high, out of range impedance with the superior vena cava (svc) portion of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.